Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The logs showed an alarm of "gas loss in iabp circuit." The stm checked the operation manual which describes this as "a helium loss has been detected due to a leak or high rate of diffusion in the iab circuit." This is not a problem with the device, but a situation that requires interaction from the clinical staff while in use on a patient. The iabp performed appropriately. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas loss. There was no known harm or injury to patient and no adverse event was reported.